Manufacturer narrative:
(B)(4). Batch number: p57e1t. Investigation summary: the analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, several firings taken and oozing from each transection. Higher than the usual level of oozing. Surgeon continued to use same like product and surgery completed.